Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reported information stated that the device was discarded. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.